Manufacturer narrative:
Additional information: d9, g2, g3, h3. The device was returned loose in the unsealed thermoform packaging tray, and no stents were returned. The device evaluation was completed, and the trocar was found broken at the splay. This finding likely occurred due to how the device was shipped back. No other nonconformances were found related to the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery and the implantation of the first stent (of two stents) from a trabecular microbypass stent system, the surgeon attempted to deploy the second stent but noticed that the first stent had moved from it's implanted location. Per report, the second stent was not deployed in the eye, and a back-up device was used to complete the procedure. The report noted that no stents were removed from the eye intraoperatively. Additional information has been requested.